Event description:
A customer reported a low reading issue with the adc device. A customer reported a sensor reading of 3 mmol/l, and was ill and vomiting. A blood glucose result of "over 30 mmol/l" was reported from an unspecified device. The customer went to hospital and was treated with 10 ui insulin (type unknown) which brought glucose down to 25 mmol/l (obtained on healthcare meter). The customer was additionally treated with insulin and glucose via IV drip for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. A customer reported a sensor reading of 3 mmol/l, and was ill and vomiting. A blood glucose result of "over 30 mmol/l" was reported from an unspecified device. The customer went to hospital and was treated with 10 ui insulin (type unknown) which brought glucose down to 25 mmol/l (obtained on healthcare meter). The customer was additionally treated with insulin and glucose via IV drip for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.